Event description:
I would like to file a complaint regarding the use of the zoll lifevest 4000. The device was prescribed for me by my cardiologist who also recommended that I exercise to recover from atrial fibrillation and congestive heart failure. I've received very alarming warnings that a shock "treatment" is about to happen if the response buttons aren't pressed. The first five warnings involved my wearing the vest outside in cold weather. The next two or three alarms were caused by my arm exercises recommended by my physical therapist. A zoll representative stated that I received the alarm because the chest sensors were moving too much. My complaint is that in both cases (low temperatures and/or arm movement) the default response should be a warning... Not an alarm leading to a very dangerous shock treatment. Having been warned that receiving a "treatment" shock is like a severe kick in the chest from a mule... I am understandably nervous about wearing the vest. I believe its intended purpose is to prevent heart attacks, not cause them. I have suggested to a zoll supervisor that the monitor software be modified to first warn users that there is a problem before administrating a shock treatment. The supervisor suggested I contact the FDA to explain this serious problem with the lifevest product.